Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 98% stenosis located in the distal rca. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the procedure. It was reported that a balloon burst occurred during the third balloon inflation at 16 atm. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with no blood or contrast visible in the balloon and inflation lumen. The balloon folds were intact. There was no evidence of inflation. The device passed negative prep. The device was inflated to nominal pressure of 8 atm with no issues noted. The device maintained pressure. There was no evidence of a burst on the balloon. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.